Event description:
Customer stated when she went to use her toothbrush, a few bristles fell apart in her mouth. One the first night and then two the next morning. Customer bought a six pack from (B)(6). Only one toothbrush head started to fall apart the first night of it being used.